Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with fracture of the vertebral body and underwent unspecified surgery. During surgery, when the balloon was inflated it burst at 120 psi. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a sharp cut at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.